Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2015, a ivc placement procedure was performed on a (B)(6) female patient. The primary reason for the filter placement was current pe with a contraindication of anticoagulation due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc or pelvic veins prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Filter tilt was less than six degrees. Core lab analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 23.9 mm. There was no evidence of filter deformation, migration, or extravasation of contrast. The filter legs did appear outside the column of contrast after filter placement. Filter tilt in the ap view was 5.7 degrees. On the same day, the post-procedure x-ray revealed no evidence of filter fracture, embolization, or migration. The angle of filter tilt was less than six degrees. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 6.5 degrees in the ap view and 2.3 degrees in the lat view. On (B)(6) 2015 (three days post-procedure), the pre-placement ultrasound of the bilateral lower extremity was completed and revealed a left lower leg dvt. Core lab analysis of this imaging concurred with the site's assessment. On the same day, the patient was discharged from the hospital taking a therapeutic dose of low molecular weight heparin (lmw) [the site has been queried to verify the contraindication to anticoagulation had passed at the time the lmw was prescribed]. On (B)(6) 2015 (14 days post-procedure), the patient was admitted to the hospital for a rectus sheath and intrapelvic hematoma. Treatment included transfusion of 4 units of prbcs (packed red blood cells). The physician assessed the above adverse event and determined it was not related to the study device or procedure, but the patient's pre-existing condition, a total abdominal hysterectomy and bilateral salpingo-oophorectomy, caused or contributed to the event. On (B)(6) 2015 (15 days post-procedure), a computed tomography (CT) of the abdomen and pelvis without IV contrast was performed. There was no evidence of thrombus in the ivc or pelvic veins. There was no evidence of filter fracture, deformation, embolization or migration. Evidence of pulmonary embolism, filter tilt, filter leg interaction with the ivc wall, or thrombus in the lower extremity veins were not assessed. Core lab analysis is not available. On (B)(6) 2015 (16 days post-procedure), the patient underwent a pelvic arteriogram and embolization. There was no evidence of filter fracture, deformation, embolization, or migration. Evidence of pulmonary embolism, filter leg interaction with the ivc wall, tilt, presence of thrombus in ivc, pelvic veins or bilateral lower extremity was not assessable. Core lab analysis is not available. On (B)(6) 2015 (18 days post-procedure), the patient was discharged and re-admitted to the hospital for atrial fibrillation. Treatment included transfusion of one unit of prbc, a change of medications, and adjustment of anticoagulant to therapeutic dosing [site queried to clarify; patient was discharged on (B)(6) 2015 with therapeutic dosing of lmw]. The physician assessed the above adverse event and determined it was not related to the study procedure, but was possibly related to the study device [site has been queried for rationale of relatedness to the filter]. The patient&#38112;pre-existing condition, a pulmonary embolism, caused or contributed to the event. On (B)(6) 2015 (24 days post-procedure), the patient was discharged from the hospital. On (B)(6) 2015 (56 days post-procedure), the three month follow-up clinical assessment, pre-retrieval x-ray, and filter retrieval procedure were performed. The patient was not taking anticoagulants or antiplatelet agents. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was less than 6 degrees. Core lab analysis of the pre-retrieval x-ray is not available at this time. The filter was retrieved endovascularly with a gunther tulip retrieval set via the right internal jugular vein. The primary reason for filter retrieval was because it was no longer clinically needed. There was no difficulty retrieving the filter, and the filter legs did not appear outside the column of contrast before filter retrieval. There was no thrombus present in the filter or extravasation of contrast after filter retrieval. Core lab analysis of the retrieval procedure venography is not available. The patient remains in the study and no further adverse events have been reported.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record and the instructions for use has been conducted for the purpose of this investigation. Based on the investigated imaging in this complaint, it remains unknown if the filter performance was related to this occurrence and therefore the exact root cause is unknown. However, pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. The filter developed penetration of a primary leg during implant period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on this information, there is no evidence to suggest the device failed.

Event description:
On (B)(6) 2015, a ivc placement procedure was performed on a (B)(6) female patient. The primary reason for the filter placement was current pe with a contraindication of anticoagulation due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc or pelvic veins prior to filter placement. Using the right internal jugular vein as the access site, a g&#1806;ther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Filter tilt was less than six degrees. Core lab analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 23.9 mm. There was no evidence of filter deformation, migration, or extravasation of contrast. The filter legs did appear outside the column of contrast after filter placement. Filter tilt in the ap view was 5.7 degrees. On the same day, the post-procedure x-ray revealed no evidence of filter fracture, embolization, or migration. The angle of filter tilt was less than six degrees. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 6.5 degrees in the ap view and 2.3 degrees in the lat view. On (B)(6) 2015 (three days post-procedure), the pre-placement ultrasound of the bilateral lower extremity was completed and revealed a left lower leg dvt. Core lab analysis of this imaging concurred with the site's assessment. On the same day, the patient was discharged from the hospital taking a therapeutic dose of low molecular weight heparin (lmw) [the site has been queried to verify the contraindication to anticoagulation had passed at the time the lmw was prescribed]. On (B)(6) 2015 (14 days post-procedure), the patient was admitted to the hospital for a rectus sheath and intrapelvic hematoma. Treatment included transfusion of 4 units of prbcs (packed red blood cells). The physician assessed the above adverse event and determined it was not related to the study device or procedure, but the patient&#38112;pre-existing condition, a total abdominal hysterectomy and bilateral salpingo-oophorectomy, caused or contributed to the event. On (B)(6) 2015 (15 days post-procedure), a computed tomography (CT) of the abdomen and pelvis without IV contrast was performed. There was no evidence of thrombus in the ivc or pelvic veins. There was no evidence of filter fracture, deformation, embolization or migration. Evidence of pulmonary embolism, filter tilt, filter leg interaction with the ivc wall, or thrombus in the lower extremity veins were not assessed. Core lab analysis is not available. On (B)(6) 2015 (16 days post-procedure), the patient underwent a pelvic arteriogram and embolization. There was no evidence of filter fracture, deformation, embolization, or migration. Evidence of pulmonary embolism, filter leg interaction with the ivc wall, tilt, presence of thrombus in ivc, pelvic veins or bilateral lower extremity was not assessable. Core lab analysis is not available. On (B)(6) 2015 (18 days post-procedure), the patient was discharged and re-admitted to the hospital for atrial fibrillation. Treatment included transfusion of one unit of prbc, a change of medications, and adjustment of anticoagulant to therapeutic dosing [site queried to clarify; patient was discharged on (B)(6) 2015 with therapeutic dosing of lmw]. The physician assessed the above adverse event and determined it was not related to the study procedure, but was possibly related to the study device [site has been queried for rationale of relatedness to the filter]. The patient's pre-existing condition, a pulmonary embolism, caused or contributed to the event. On (B)(6) 2015 (24 days post-procedure), the patient was discharged from the hospital. On (B)(6) 2015 (56 days post-procedure), the three month follow-up clinical assessment, pre-retrieval x-ray, and filter retrieval procedure were performed. The patient was not taking anticoagulants or antiplatelet agents. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was less than 6 degrees. Core lab analysis of the pre-retrieval x-ray is not available at this time. The filter was retrieved endovascularly with a gunther tulip retrieval set via the right internal jugular vein. The primary reason for filter retrieval was because it was no longer clinically needed. There was no difficulty retrieving the filter, and the filter legs did not appear outside the column of contrast before filter retrieval. There was no thrombus present in the filter or extravasation of contrast after filter retrieval. Core lab analysis of the retrieval procedure venography is not available. The patient remains in the study and no further adverse events have been reported.